Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: as noted during the review of the directions for use (dfu) item number 14600124-01 that is supplied in the reported kit, the following precautions/warnings are stated: warnings: · do not use if package is opened or damaged. · do not fully insert catheter up to suture wing. · do not use sharp objects to open package as damage to the device may occur. · if catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. · do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A risk management coordinator reported an issue with a bio-stable 5f sl-55cm mst-70 kit. A patient presented for an indwelling PICC check after the PICC line leaked during flushing. The PICC line was found to have a crack, located about 1cm below the purple hub, in the clear tubing. The crack was causing blood to back up in the tubing as the valve was no longer functioning effectively. The PICC line was removed intact and was not replaced. The patient will complete treatment using a peripheral IV. It was indicated the reported device is available for return to the manufacturer for a device evaluation.